Event description:
It was reported that the pruitt f3-s shunt blue balloon burst before pre-use check. No injury was reported to the patient.

Manufacturer narrative:
We have received the device for investigation. The reported problem was confirmed. The balloon was observed to be ruptured. The exact root cause of the reported issue could not be conclusively determined. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Due to reports of similar issues for this product we have opened a corrective and preventive action (CAPA) to further investigate the reported issue.